Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) was explanted due to a patient unknown complaint. Procedure was completed with a non-j&j lens. The lens was discarded. No further information is available.

Manufacturer narrative:
Additional narratives/data: based on additional information received, the patient wanted to target near vision. Near vision was provided, but the patient then stated that they were not happy with the outcome and had wanted distance. The following section have been added to reflect the new information: section a2: age: 69 years. Section a3: date of birth: (B)(6)1955. Section a4: gender: female. Section a5: ethnicity: caucasian. Section d6a. If implanted, give date: (B)(6) 2024. Section d6b. If explanted, give date: (B)(6) 2024. Section h6: health effect - clinical code: 137 - blurred vision. Section e1: email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.